Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-dec-2025. Investigation summary: bd received ten samples and three photos for investigation. Evaluation of the returned samples and photos shows an open pouch. A total of 10 retained samples were visually inspected, and no open pouches were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd a-line¿, a total of (B)(4) units exhibited an open seal in the unit packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd a-line¿, a total of 100 units exhibited an open seal in the unit packaging. No adverse impact was reported regarding the patient or user.